Event description:
A customer reported an issue with the pixel display on their insulin pump, which affected their ability to interact with or read the pump screen. There was no adverse impact on the customer¿s blood glucose level, as it did not rise above 500 mg/dl or fall below 54 mg/dl. The customer will continue using the current pump until the replacement arrives. Technical support reviewed a photo of the issue and decided to send a replacement pump. The customer was informed about the steps for returning the defective pump and acknowledged understanding of the instructions.